Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the PICC was inserted prior to chemotherapy. The PICC dx attended. Flushing not easy - nil blood flashback. PICC did not free flow.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the PICC was inserted prior to chemotherapy. The PICC dx attended. Flushing not easy - nil blood flashback. PICC did not free flow.